Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Patient was asymptomatic. The lead remains implanted.